Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
The pad-pak was first installed on the (B)(6) 2009 and performed to specification up to the (B)(6) 2015. During this time a new pad-pak was installed. Multiple manual power ups all under one minute duration were recorded on the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. There were no ten minute manual power ups recorded in the history log, however there were multiple manual power ups all under one minute duration. This may suggest the device was switching itself on automatically and the user was intervening by turning the device off via the on/off button. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.